Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. However, further investigation identified faulty downstream occlusion sensor (dso), indicating a reportable malfunction. The cause of the reported issue could not identified. The downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because it did not power on with batteries. Upon physical inspection, a faulty downstream occlusion sensor was found. There was no patient involvement, and no patient injury was reported.